Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with potential undersensing of p-waves on presenting electrogram. It was unable to be determined if this was due to cross chamber blanking or undersensing of smaller p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that reprogramming was performed.